Event description:
A malfunction alarm was reported by the customer. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue reappears, which they understood.